Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they allege that the insulin pump was under delivering insulin. The customer¿s blood glucose was 300 at the time of the incident. The customer¿s other blood glucose was 255 mg/dl. The customer stated that they do not feel okay for troubleshooting. The customer stated that the settings were changed 3 months ago but they noticed that for the past weeks; the blood glucose was high from 200 mg/dl -300 mg/dl. They already corrected it via bolus but it seems like the readings were not improving. The customer was not confident with the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No possible under delivery noted during testing.(B)(4).